Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with an altered line cord, the enclosure was visible soiled, and the gasket was not sitting in its groove as it should. The reservoir cover was missing screw and contained minor cracks. The technician added a little water to the reservoir tank and performed a visual inspection. The reported issue was confirmed. The root cause of the reported issue was found to be incorrect assembly of the gasket by the customer. The technician replaced gasket and reservoir cover.

Event description:
Additional information received on 21-dec-2021 by phone call: date of event updated. The issue was discovered during quarterly preventive maintenance (pm).. Customer noted lot of discoloration on inserts in front of reservoir, and corrosion. Started cleaning, discovered o-ring groove no longer uniform, piece was missing, and face seal was deformed or not correctly fitted to begin with no patient involvement.

Event description:
It was reported the device leaked. The reported issue was detected during testing with no patient involved.